Manufacturer narrative:
Date pf event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had a surgical event where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg and the patient controller is displaying an error message since the procedure. Troubleshooting was attempted by the company representatives to no avail. As a result, the ipg was replaced to address the issue.

Manufacturer narrative:
The event of an inoperable implant was reported to abbott. It was reported the patient did not set the ipg to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The ipg stopped communication afterwards. The ipg was replaced, and effective therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used near an implanted system. Based on the information received, the cause of the reported incident is consistent with user.